Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sent from the clinical floor, had a note attached to it saying completed infusion too quickly. Arsenic trioxide, vtbi: 285ml, 143mlhr it finished 47ml; delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no. " the pump arrived to q core medical on jan. 31, 2016 and investigated on may 5, 2016. Initial ra assessment performed on jan. 17th 2016, this final assessment is made on aug. 10th 2016.

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sent from the clinical floor, had a note attached to it saying completed infusion too quickly. Arsenic trioxide, vtbi: 285ml, 143mlhr it finished 47ml; delay in therapy: no. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no."